Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical details provided was sufficient to determine the root cause. The root cause of the access site bleeding was most likely due to use issue since the bleeding occurred due to use issue since hemostasis was achieved by tightening the per-close, matching the insertion angle at the site and adding mattress suture.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: "assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿

Event description:
The user facility reported a 59-year-old male noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient experienced excessive bleeding from their access site during impella cp support. Fem-stop was placed to manage the condition, but the bleeding continued. The fem-stop was subsequently removed, the per-close was tightened, and pressure was held to manage the condition. The physician was advised to match the insertion angle at the site and a mattress suture was placed to achieve hemostasis. Support continued with the implanted pump following the intervention.